Manufacturer narrative:
(B)(4).

Event description:
It was reported that an overstimulation sensation occurred when the patient walked or went up and down stairs. The patient stated she gets "zapped." Strong stimulation was also reported when lying down. The location of the symptoms was the perineum. This event occurred following insertion of the trial leads. Additional information has been requested, but was not available as of the date of this report.